Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 32 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the distal end were stretched distally over the markerband. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 07-mar-2022. It was reported that crossing difficulties were encountered and shaft kink occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and non-calcified left anterior descending (lad) artery. After a 6f non-boston scientific (bsc) guide catheter was used, pre-dilation was performed with a non-bsc 2.5x12mm balloon catheter. A 32 x 3.50 promus elite mr drug-eluting stent was advanced but failed to cross the lesion. Further pre-dilation with 3x12mm non-bsc balloon catheter was performed but the device was still unable to cross and it was observed that the shaft was kinked. The procedure was completed with a non-bsc device. There were no patient complications reported and the patient was stable and doing well. However, returned device analysis revealed stent damage.